Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Report source, foreign: events occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. It was reported that the plastic ring was found broken. This is a known occurrence and is covered under an index. A design change of the material from ultem to radel occurred to address this issue. This product was manufactured prior to january 1, 2013 and thus is covered under the index. A review of the manufacturing records is performed and documented after all processing is complete for all zimmer manufactured products. Documentation was reviewed for completeness and accuracy to confirm that the lot was manufactured, inspected, and packaged to specification. Further review will not assist to determine a root cause. There are no prior complaints against this lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was not returned for evaluation.

Event description:
It was reported that the multipolar trial liner has a plastic ring which broke while being used in the trialing stage of the hemi arthroplasty. The damaged ring was noticed during the cleaning process. The liner design has broken prior the surgery. The surgeon and the patient had to suffer due to the wait for replacement. The wait was about five hours. The surgeon and the patient were frustrated over this situation.